Event description:
It was reported that the pulse generator could not be interrogated. The patient's presenting rhythm was 37 beats per minute. When the engineering test page was accessed, a message indicated that the device was in backup vvi mode. A software download was unsuccessful. Spikes were visable on the surface electrogram, but no capture was seen. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.